Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of atrial fibrillation (af). As a result, the patient experienced discomfort and complicated its af. The physician elected to explant and replace the ICD. The patient also underwent an atrial ablation to treat the af condition. There were no patient consequences.